Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of medical device removal ('vaginal hysterectomy, bilateral salpingectomy'). The subject's medical history included bariatric surgery and umbilical hernia repair. Concurrent conditions included abnormal uterine bleeding (concomitant disease), pelvic pain (concomitant disease), cervical dysplasia (concomitant disease), stress urinary incontinence (concomitant disease) and uterine fibroid (concomitant disease). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (essure removal via vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: investigator provided alternative possible explanation for serious adverse event might be concomitant diseases abnormal uterine bleeding, fibroid, pelvic pain, cervical dysplasia, stress urinary incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. This case report refers to (B)(6) year-old female patient who was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness". She had fallopian tube occlusion insert inserted and underwent a vaginal hysterectomy, bilateral salpingectomy. The reported event is anticipated in essure reference safety information version 3.0. Patient was submitted a vaginal hysterectomy and bilateral salpingectomy during essures use. Based on the available information, and events nature causality was regarded as related.

Manufacturer narrative:
This 42-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 06-014) had fallopian tube occlusion insert inserted. The case describes the occurrence of medical device removal ('vaginal hysterectomy, bilateral salpingectomy'). The subject's medical history included bariatric surgery and umbilical hernia repair. Concurrent conditions included abnormal uterine bleeding (concomitant disease), pelvic pain (concomitant disease), cervical dysplasia (concomitant disease), stress urinary incontinence (concomitant disease) and uterine fibroid (concomitant disease). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criterion intervention required). The subject was treated with surgery (essure removal via vaginal hysterectomy, bilateral salpingectomy). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: investigator provided alternative possible explanation for serious adverse event might be concomitant diseases abnormal uterine bleeding, fibroid, pelvic pain, cervical dysplasia, stress urinary incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc . This case report refers to 42-year-old female patient who was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness". She had fallopian tube occlusion insert inserted and underwent a vaginal hysterectomy, bilateral salpingectomy. The reported event is anticipated in essure reference safety information version 3.0. Patient was submitted a vaginal hysterectomy and bilateral salpingectomy during essure¿s use. Based on the available information, and event¿s nature causality was regarded as related.